Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was discolored due to sterilization process. It was further determined that the device had a bent and drilled tip "leg". Therefore, the reported condition was confirmed. It was determined that this type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the neuro tip "leg". The root cause for the component damage was caused by user error. The assignable root cause for the device becoming discolored was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after sterilization process, it was observed that the craniotome device became discolored. During in-house engineering evaluation, it was observed that the device had a bent and drilled tip leg. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.